Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection in the entire shaft and scrotum. The patient had a skin break and distal erosion in the glans of penis. Purulent drainage was identified. The erosion was associated with the tip of cylinder. The ipp was explanted. No further patient complications were reported.